Event description:
During treatment of a severely calcified lesion in the severely tortuous circumflex, the used sc balloon ruptured, and a dissection was caused. The pk papyrus covered stent system was attempted to be used, but despite pre-dilatation, the lesion could not be crossed, and the pk papyrus was removed. The stent was not deployed. The patient was stabilized and sent home to return in 6 weeks. During the second pci-cx treatment, it was attempted to rotablate, however the rotablator got stuck. The whole system was removed and discovered that it was stuck on what looks like a covered stent.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. Only the stent was returned for analysis. The delivery system was not returned. The deformed stent is still entangled with the rotablator which is still inside of the guiding catheter. The stent is severely deformed over its entire length (i.e., elongated and crushed). The cover has separated from the stent and was returned torn into two pieces. Both parts could be identified as a pk papyrus. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.